Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review and breakage was noted just below the oval disc of the silicone extension. Jagged edges were observed at the breakage site that may be related to a tensile force being applied to the catheter which resulted in the breakage. A possible cause for the catheter breakage could be related to excessive tensile/pulling force that could be related to patient activity, catheter securement techniques, or improper maintenance. Since this complaint may be related to the handling of the device in the user environment, no corrective action will be taken at this time.

Event description:
PICC line broke near the hub. PICC had been in place for 71 days, and dressing was changed approximately 1 hour prior to PICC breaking. Nurse noticed as she went in for routine cares. PICC was removed from patient ¿ no injury to patient.